Event description:
It was reported that during a lap hysterectomy procedure, the device worked properly with hand activation from the patient's right side, but when passed to the assistant on the left side, it would not work. The procedure was completed with the foot pedal on left side. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.